Manufacturer narrative:
Adapter; 10ml bd syringe ref (B)(4), lot 6050864, exp (B)(6) 2019, 0.9% sodium chloride injection; therapy date (B)(6) 2016. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that during an infusion of methylprednisolone and rituximab, the clinician flicked the tubing to cause air bubbles to rise, when the tubing started to leak. There was no patient harm.

Manufacturer narrative:
8100; td (B)(6) 2016. The customer¿s report of the tubing leaking was confirmed. Functional and pressure testing resulted in leaking at the connection between the concomitant needle free valve and the female luer on the extension set. Dimensional testing was performed and all dimensions were within specifications. No stress/ tool marks were observed. No leaking was observed after tightening the connections. The probable cause of the leak was the connection between the needle free valve and the extension set not being completely tightened.